Manufacturer narrative:
Thirteen devices were received for evaluation. The container was inspected in a lighted inspection booth via the tyndall illumination to aid in the observation of visible particulates. Six of the containers had particles that were consistent with a particle caused by a gouge on the side of the medication port tube (needle strike). The reported condition was verified. The cause of the condition was due to multiple needle strikes. The other seven devices the particulate was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, thirteen (13) intravia containers were observed to have particulate inside the fluid pathway. There was no patient involvement. No additional information is available.